Event description:
It was reported that multiple, intermittent malfunction alarms occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer will continue to use the pump for insulin therapy.